Event description:
The customer reported the display on the subject device turned black. The reported issue occurred while preparing the subject device for use, prior to a diagnostic abdominal cavity exploration procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the front panel screen would occasionally blackout, and an alarm was generated. The issues were found to be caused by a failure of the mainboard (cr board - pressure sensor/pressure sensor circuit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the front panel blacked out and the alarm went off due to the video function not working properly, as a result of the cr board failure. However, the root cause of the cr board failure could not be determined. Olympus will continue to monitor field performance for this device.